Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty with charger alignment, and underwent a revision procedure. The patient was doing well postoperatively and able to charge now.